Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium prime coil was returned for evaluation and it was found that the implant coil was detached from the pushwire. The coil was not returned. Additionally, the pushwire was found separated in two segments. The proximal segment was still partially within the introducer sheath with the release wire attached and extending out from the distal end of the introducer sheath. The distal pushwire segment was intact distal to the break indicator at the manual detachment location (via hypotube). All other subassemblies appeared to be normal and no other anomalies were observed. As the received device condition, did not match the complaint description. Follow-up was conducted for additional information and to verify the correct device was returned, without success. All coils are 100% inspected for damages and irregularities during manufacture. Based on the analysis findings the implant coil may have detached due to the pulled release wire. It is possible that these damages occurred during shipping back to medtronic for evaluation.

Event description:
Medtronic received information that during the coiling treatment of cerebral aneurysm, the axium coil pushwire was found to be deformed like a wave when the pushwire was removed from the package. The coil was removed from the package per the IFU. The device was not used in the patient. However, evaluation of the returned device found that the implant coil was detached from the pushwire and was missing.